Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urological/gynecological. Reportedly, the pt underwent treatment for stress urinary incontinence. Allegedly, the pt experienced pain, injury and will likely undergo corrective surgery.